Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe leaked during use after the "versed infusion" began. The leak occurred between the hub of the syringe and the maxzero connector. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "when speaking to one of the nicu clinicians, she had only heard of the smaller syringe sizes leaking. However she mentioned her own experience with leaking with 20ml, and 30ml bd syringes (with versed infusions) and 60 ml bd syringes (with versed and morphine infusions). The nicu states the leak occurs after the start of the infusion, and seeing they are most likely running at low flow rates the leak may not be noticed a first but eventually will see dripping from the IV set with the leak happening at the hub of the syringe and the maxzero (mp1000-c) connector. The smaller size bd syringes (1ml and 3ml) would be attached a maxzero connector and to the bd extension set, smallbore tubing (c30006). Larger size bd syringes (20ml, 30ml or 60ml) with critical drips, would be attached to a maxzero connector and to the bd syringe administration set microbore tubing with pressure sensing disc."

Manufacturer narrative:
H.6. Investigation summary as no physical sample, picture sample, product number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the unspecified bd¿ syringe leaked during use after the "versed infusion" began. The leak occurred between the hub of the syringe and the maxzero connector. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "when speaking to one of the nicu clinicians, she had only heard of the smaller syringe sizes leaking. However she mentioned her own experience with leaking with 20ml, and 30ml bd syringes (with versed infusions) and 60 ml bd syringes (with versed and morphine infusions). The nicu states the leak occurs after the start of the infusion, and seeing they are most likely running at low flow rates the leak may not be noticed a first but eventually will see dripping from the IV set with the leak happening at the hub of the syringe and the maxzero (mp1000-c) connector. The smaller size bd syringes (1ml and 3ml) would be attached a maxzero connector and to the bd extension set, smallbore tubing (c30006). Larger size bd syringes (20ml, 30ml or 60ml) with critical drips, would be attached to a maxzero connector and to the bd syringe administration set microbore tubing with pressure sensing disc."